Event description:
Patient presented to the hospital on (B)(6) 2022 due to syncope. This complaint is related to rv lead (s/n: (B)(4). Interrogation of device and review of merlin transmissions showed intermittent loss of capture on both rv and lv leads. The physician implanted a lda210q/65, sn (b(4) from the right side and tunneled the lead to the left. The rv epicardial lead was capped. Associated with 2183787-2022-00060.